Event description:
It was reported that there was a question regarding the implantable cardioverter defibrillator (ICD) connection or set screw and the potential for oversensing resulting from damage to the grommet seal over the set screw for pace/sense connections. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.